Event description:
The patient received his scs system on (B)(6) 2010. Three days following implant, it was reported that the patient could not feel his arms. Follow-up on the patient found that he did not have paralysis but instead had experienced extreme muscle spasms and soreness from the surgical procedure. His scs system remains implanted. No further information is available at this time.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.